Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). After a guidewire crossed the lesion, a 3.50 x 12 mm promus premier¿ drug-eluting stent was positioned for deployment. As the physician was deploying the stent in the ostium rca, guide catheter access was lost and the stent was partially deployed at that point. The physician then pulled the guide catheter and the stent delivery system but the stent came off from the delivery catheter. The stent went upstream into the patient and was no longer visible in the rca. The physician advanced another promus stent and successfully deployed the stent which completed the procedure. The patient will undergo neurologic consultation to ensure if further actions will be required by the cardiologist. No further patient complications were reported and the patient's status was fine.